Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 522 mg/dl; cause was unknown. Customer administered a bolus via the pump prior to the hospitalization, and was treated with intravenous fluids of saline and insulin to address the elevated bg at the hospital. Multiple additional attempts were to obtain further information from the customer, including release date from the hospital, however, no further information was received.